Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported patient was scheduled for an explant due to an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information reported patient was experiencing persistent pain at the ipg site and underwent surgical intervention on (B)(6) 2025 wherein the system was explanted to address the issue.